Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was adequate medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: aortic neck angle greater than 60 degrees; and, left iliac angulation greater than 90 degrees. Cautionary product use conditions that might have contributed to the reported event were: the cuff and the main body were two sizes larger than each other. Disease progression might have contributed to the reported outcome due to the patient's continued tobacco use. There was substantiated evidence of: post procedure stent migration of the aortic cuff earlier than reported at 15 months post index with thrombus seen within the aortic extension and bifurcated main body. There was no associated endoleak with the migration; there was intramural thrombus within both the aortic extension and the bifurcated stent. The sac was stable, but the infrarenal aorta diameter grew from 23 mm to 26 mm. The secondary procedure was confirmed and its outcome successful. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported migration is likely from the difficult anatomy and off-label use of the devices identified in the clinical review. The investigation did not identify a device issue.

Event description:
It was reported that approximately 27.5 months post-implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, a CT scan revealed distal migration of the aortic extensions. A portion of the aorta, proximal to the renals, was no longer covered. The physician elected to bring the patient back and implanted an infrarenal and a suprarenal aortic extension to cover the gap with success. The patient is doing well. Note: the patient was reported at initial implantation with a very reversed tapered aortic neck.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.